Manufacturer narrative:
Button error alarm and intermittent up button response due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. Customer does not recall any significant events leading to the error, except the pump may have been in a bag for a while. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.